Event description:
On (B)(6) 2026, patient was connected to dosi-fuser pump with 5fu to infuse over 46 hours. Patient stated that when he woke up on (B)(6) 2025 at 0400, the pump was completed. On thursday (B)(6) 2025 at 1200, patient came to appointment for pump disconnect, stated that it infused in 16 hours. Patients head, face arms chest and hands were red and peeling of forehead and hands. Patient denied using a heating blanket, did not have pets/small children laying on the capillary device taped to his abdomen. Patient had requested that the capillary device be taped on his chest. Pump used was dosi-fuser - 250d2 pump - lot number was 231120l.